Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead was defective. The physician elected to replace the rv lead. The patient condition was not known.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5119443.